Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for battery out limit. Customer stated that she got alarm and then changed battery and now there was no power at all. Customer's current blood glucose was 3.4mmol/l. Insulin pump will not be return for analysis.